Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 28.0 mmol/l, 12.0 mmol/l and 16 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.